Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
While attempting to remove a screw, the physician used a drill bit, the drill bit broke, and split into two on the lateral portion of the foot/ankle. The type of procedure was reported as left 1st metatarsal distal cheveron closing wedge osteotomy/left hallux valgus correction/distal soft tissue procedure/left proximal 1st mt osteotomy. The piece of the drill bit that split and got stuck in the patient's bone required a removal technique by the physician. He was able to remove the plate and screws as well as the drill bit without harm to the patient. There was an approximate delay of 15 to 30 minutes in surgery. After removal, the case proceeded as normal. A replacement product was available to be used.